Event description:
It was reported to philips that the external paddles failure. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.